Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the stent delivery system (sds) was removed from the package, the stent dislodged and it fell on the floor. There was no patient involvement. A new device of the same size was used to complete the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. There was fluid visible in the inflation lumen. The returned stent implant was dislodged from the balloon. The entire length of the stent implant was crushed flat. The middle of the stent implant was stretched. There were stent crimp marks on the balloon between the markers. The balloon had relaxed folds. The stylet and yellow protective sheath were returned. There was no damage noted to the protective sheath. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameter was not measured due to the damage to the stent. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis of the returned device noted that there was no blood or contrast visible, but there was fluid visible in the inflation lumen and the balloon had relaxed folds, which is inconsistent with the reported information that the damage was noted during unpacking and the device was not prepared for use. Analysis also noted that the balloon had relaxed folds and the stent implant was returned separate from the sds, confirming the reported stent dislodgement. Potential causes for stent dislodgement during unpacking, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, or handling of the stent during unpacking. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. Analysis noted that there were stent implant crimp marks between the markers of the balloon, indicating that the stent implant was originally crimped in the correct location. Although it was reported that the stent dislodgement was noted during unpacking of the device, analysis noted fluid in the inflation lumen of the sds, which is consistent with preparation for use of the device. It is possible that the stent dislodgement occurred during unpacking or handling of the device during preparation for use; however, a conclusive root cause cannot be determined. The stent implant was noted to be crushed for the entire length of the stent and the middle portion was stretched. It is possible that this damage occurred from handling of the device during unpacking or from handling of the device during packaging of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement. The manufacturing records for this lot did not reveal any non-conformances that could have contributed to the reported stent dislodgement and all lot release testing met specification. There is no indication of a product quality issue. Product performance engineering will monitor the case circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.